Manufacturer narrative:
The initial medwatch indicates: the customer reported that their device would not complete the boot up process and continued to power cycle itself during boot up. There was patient reported to have been involved with the reported issue. The initial medwatch should have indicated: the customer reported that their device would not complete the boot up process and continued to power cycle itself during boot up. There was no patient reported to have been involved with the reported issue.

Event description:
The customer reported that their device would not complete the boot up process and continued to power cycle itself during boot up. There was no patient reported to have been involved with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would not complete the boot up process and continued to power cycle itself during boot up. There was patient reported to have been involved with the reported issue.